Event description:
During use of electrode, bubble formed and surgeon was activating tip inside of bubble. Also was using tip as a probe, a piece of ceramic was broken off of tip and recovered by surgeon.